Event description:
It was reported that during dilatation in the heavily calcified, moderately tortuous, distal right coronary artery, for treatment of a de novo lesion, the 2.0x15 rx mini trek balloon was inflated successfully to 14 atmospheres. During the second inflation, the balloon ruptured at 14 atmospheres. The device was exchanged with a non-abbott balloon and dilatation was completed without stenting due to the smallness of the vessel. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.